Event description:
Patient has history of shunted hydrocephalus with a codman programmable valve programmed at 70 with the unitized siphonguard. The valve had been implanted for ~2 months. Patient admitted for malfunction of this valve that requires replacement. Taken to surgery and replaced shunt and codman valve.